Event description:
The customer stated that they have a battery issue. There is limited info. No pt info has been addressed.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.